Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. The annular dimensions of the native valve was approximately 32¿33mm. During the procedure, a mild to moderate central leak was identified on transesophageal echocardiography, and the valve was explanted and replaced with a 25mm sjm masters series valve expanded cuff valve while patient on bypass. There was a delay, but it had no impact on the patient¿s outcome. The patient was reported stable.

Manufacturer narrative:
An event of mild to moderate central leak during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the limited information received, the cause of the reported central regurgitation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. The annular dimensions of the native valve was approximately 32¿33mm. During the procedure, a mild to moderate central leak was identified on transesophageal echocardiography, and the valve was explanted and replaced with a 25mm sjm masters series valve expanded cuff valve while patient on bypass. There was a delay, but it had no impact on the patient¿s outcome. The patient was reported stable.